Event description:
It was reported that during a laparoscopic uterectomy procedure, the tissue pad had fallen off. The surgeon could not find the tissue pad and was not sure if it had fallen into the patient's body. The surgeon took around 30 minutes but didn't find the pad in the patient's body. The patient was x-rayed but pad was not found. Another device was used to complete the procedure. There were no adverse consequences for the patient. The patient is fine now.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the tissue pad detached and missing. The device was tested with a test handpiece and generator and the device did activate. Pad damage occurs, when it is clamped against the blade without tissue (and activated). The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.